Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: contract MFR. (B)(4).

Event description:
The consumer stated that he was using the spinbrush and the head came off and chipped his front tooth. He further stated that it is very painful.